Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and go/no go tests were performed, the latch lock failed, and a defective downstream occlusion (dso) sensor was found as the cause of the issue. The upstream occlusion (uso) seal was also found to be delaminated. The customer's problem was replicated. The latch lock and sensors were replaced to fix the issue.

Event description:
It was reported that the pump displayed "attach/reattach" error. There was unknown patient involvement, and unknown patient harm/injury.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.